Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the batteries were draining quickly, that the device was making a loud noise during rewind, and a no delivery alarm. The customer's blood glucose reading was 250 mg/dl. The customer was advised to monitor the issue and to call back if problems persisted. The insulin pump was not replaced or returned for analysis.